Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with 2000 bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up on tube walls. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: fibrin deposits, red cells on wall after centrifugation.

Event description:
It was reported that after centrifugation with 2000 bd vacutainer® sst¿ ii advance plus blood collection tubes there was red cell hang up and fibrin on tube walls. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: fibrin deposits, red cells on wall after centrifugation.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo for investigation. Evaluation of the attached photograph shows evidence of red cell hang-up. Fibrin was not observed from the photograph provided. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues(including red cell hang up and fibrin). Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and fibrin based on the trend identified and the photo provided. A corrective and preventive action was created to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.